Event description:
It was reported that pacing impedances on this right atrial lead were intermittently low out of range. It was noted that the patient is not dependent on atrial pacing. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).